Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The technical service report is attached (see comm log), and indicates: examination description: at the time of the visit, there was no evidence of a problem with the 1288 arthroscopy system's monitor screen flickering, but the charge nurse and me reported that the recording device shut down (turned off) during the procedure. Work performed: checked the disconnection of the wiring of the video route, checked the power connection and operation of each device, and checked the operation of the recording device (sony's hvo-3300mt). Results : no problems were found with the 1288 arthroscope system screen, but just to be safe, the amperage of each device plugged into the outlet on the endcart was checked. Checked the amperage value of each device plugged into the end-cart outlet, and plugged in each device again so that the capacity does not exceed, and then plugged in the over capacity separately. We then contacted sony to arrange for a replacement recorder. Probable root cause: light cable, optics, leds, main board, jaw assembly, bent esst contact, inconsistent esst contact, cable pull out, camera head, firewire cable, software, front board, power supply, thermal switch, ac inlet board, ac inlet filter, touch screen, workmanship, inadequate air flow , inadequate calibration, excessive lint buildup inside the unit, use errors. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.